Event description:
It was reported there was a time lag caused by day cycling function about one year before. At that time the setting, including time setting was configured with "n-vision" after that the device had been activated without trouble for one month, but again the time lag had occurred at most 1.5 hours. The time lag had no consistency varying considerably from day to day. The setting was reconfigured on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up information reported that the patient was receiving appropriate and effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).